Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant failed to stabilize upon insertion in ada site 8. Another implant was not successfully placed in the same site on the same day. A bone graft was placed. Clinician reports an infection and soft bone. The implant will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports the implant failed to stabilize upon insertion in ada site 8. Another implant was not successfully placed in the same site on the same day. A bone graft was placed. Clinician reports an infection and soft bone. The implant will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).